Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation could not determine a conclusive cause for the reported inflation issues. However, the investigation determined the additional reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) lesion. A 3.0x15mm xience sierra stent delivery system (sds) was advanced to the lesion. During deployment, the stent-balloon partially inflated causing the proximal portion of the stent implant to deploy, with the distal end still on the balloon. While attempting to remove the sds, the proximal end of the stent got stuck with the guiding catheter and the stent dislodged causing a dissection in the lad which was treated via surgery. The stent implant remains in the left main to circumflex region and it was not retrieved. There are no plans to retrieve the stent. There was no adverse patient sequela reported. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the stent implant was partially embedded in vessel wall because it was partially deployed. When attempting to remove the entire device as a single unit, the proximal part of the stent implant broke off and moved to the left circumflex due to resistance with the guiding catheter. This caused a dissection/hematoma in the lad. Coronary artery bypass grafting with the left internal mammary artery and the lad dissection/hematoma was performed. A portion of the stent implant still remains in an unknown location in the anatomy. The patient is in good condition. No additional information was provided.

Manufacturer narrative:
Patient codes: 1884 labeled. Device codes: 1562 not labeled. Internal file number - (B)(4). Correction: device code 2923 removed. Attachment: user facility medwatch report number not provided.